Event description:
It was reported that the programmer was intermittently unable to establish telemetry with implantable heart devices and also that once telemetry was established the programmer would shut down. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 radiofrequency programmer head; product ID: 229047 software analyzer; (B)(4).